Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error alarm. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
No button error alarm noted. However pump had intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.